Manufacturer narrative:
Device evaluation summary: the equipment associated with the event is as follows: treatment shock 1: (B)(4), treatment shock 2-13: (B)(4), at time of death: (B)(4). The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient's death. Device evaluation of monitor sn (B)(4) and belt sn (B)(4) have been completed. As received, the belt would not communicate with a test monitor and the monitor would not power on. Upon evaluation of the electrode belt, there was thermal damage to the u728 component on the distribution node (dn) pca board. A root cause investigation into the damaged components determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short caused the thermal damage on the distribution node pca. Upon evaluation of the monitor, there was extensive damage to the computer / analog (ca) and defibrillator boards. The cause of the extensive damage is high voltage deviation to low voltage circuitry. The root cause of the high voltage deviation is the gel ingress in the electrode belt. There is no indication that the damaged monitor or electrode belt caused or contributed to the patient's death. This equipment was associated with the first treatment event in which a 150j treatment shock was delivered during atrial fibrillation. Device evaluations of monitor sn (B)(4) and belt sn (B)(4) have been completed. During the incoming functional testing of the monitor, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. As received, the belt passed incoming evaluation. The evaluation included review of downloaded software flag files and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. Device evaluations of monitor sn (B)(4) and belt sn (B)(4) have been completed. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor sn (B)(4): 04/11/2014, belt sn (B)(4): 08/12/2014, monitor sn (B)(4): 02/14/2012, belt sn (B)(4): 09/22/2015, monitor sn (B)(4): 06/30/2014, belt sn (B)(4): 01/12/2015. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was rapid atrial fibrillation exceeding the programmed rate threshold. The rapid rate satisfied the rate detector of the detection algorithm. There is no CAPA initiated at this time. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. Inappropriate treatment events are assessed during the monthly data analysis of complaints per sop (B)(4).

Event description:
A us distributor contacted zoll to report that a patient was treated over multiple days and passed away while wearing the lifevest. The patient was reportedly in the hospital ICU at the time of the event. The patient was reportedly sleeping at the time of the event and did not press the response buttons. The patient reportedly passed away at 9:45pm. Review of the download data indicates that the lifevest delivered 13 treatment shocks between (B)(6) 2018. The first shock occurred at 18:00:50 on (B)(6) 2018. The second shock through the last shock occurred between 17:38:15 on (B)(6) 2018 and 02:32:53 on (B)(6) 2018. A non-treatable rhythm was then declared. Atrial fibrillation with rapid ventricular response contributed to all false detections. The response buttons were not pressed during the entire event. Battery runtime expired events accompanied with replace battery notifications were then observed between 02:34:37 and 03:23:37 on (B)(6) 2018. The device experienced an abnormal shutdown at 05:41:09 on (B)(6) 2018. The device was started up again at 09:35:02 at which point a manual recording was performed and the patient was in a sinus rhythm at 130bpm. The device was again shutdown. The device was powered on one final time at 11:47:31 on (B)(6) 2018. The patient's rhythm degraded from sinus rhythm at 60 bpm to asystole at 21:19:34. The device was shutdown at 21:24:16 and the patient passed away. The patient was reportedly dnr so no resuscitation efforts were attempted by the hospital staff.